Event description:
Boston scientific received information via the patient remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range (oor) shock impedances. Additional information was received indicating that the impedances were checked and a reading of 54 ohms noted. The boston scientific sales representative determined the potential cause of the oor measurement might be due to the patient¿s place of employment and environmental noise as the patient is around construction products and services and stands near an emi source. The physician plans to continue to monitor the impedances for now. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.